Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-nov-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of menorrhagia ("extreme bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria hospitalization, medically significant and intervention required), back pain ("back hurts"), abdominal pain upper ("stomach hurts") and fatigue ("fatigue"). The patient was treated with surgery (to remove essure device). At the time of the report, the menorrhagia, back pain, abdominal pain upper and fatigue outcome was unknown. The reporter considered abdominal pain upper, back pain, fatigue and menorrhagia to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081127) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of menorrhagia ("extreme bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria hospitalization, medically significant and intervention required), back pain ("back hurts"), abdominal pain upper ("stomach hurts") and fatigue ("fatigue"). The patient was treated with surgery (to remove essure device.). At the time of the report, the menorrhagia, back pain, abdominal pain upper and fatigue outcome was unknown. The reporter considered abdominal pain upper, back pain, fatigue and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.